Event description:
The tibial baseplate came loose. Primary surgery wa son (B)(6) 2009. The tibial baseplate and the tibial insert were explanted and replaced with revision components.

Manufacturer narrative:
Document review: evolis ti plasma sprayed baseplate - ref (B)(4)/lot 081152. The analysis of the batch records was done and no anomalies were found concerning the problem occurred. Evolis ti plasma sprayed baseplate in the (B)(6) is cleared under k081023 (evolis total knee sys) as cemented prosthesis, but the surgeon implanted it without cement. In the IFU and surgical technique for us of evolis, is clearly indicated that the product is to be cemented. Without using cement, it is known that the risk of loosening is higher than cemented sys. The event is not device related, but due to a use error.